Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/14/2018 that on (B)(6) 2018, a loss of connection occurred. No additional event or patient information is available. No product or data was provided for evaluation. Confirmation of the complaint and a root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and rebooted. A pairing test was performed with a known good transmitter and passed. Functional testing was unable to be performed due to the receiver not communicating with the test station. A review of the downloaded receiver log confirmed the reported event of loss of connection. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Functional testing was performed and there was no failure detected.